Event description:
It was reported that the pump was very loud when infusing. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The product sample was received for evaluation and visual and functional testing was performed. The keypad and labels were found intact and the physical condition of the device was good. The event log could not be accessed. Additional findings were one rear speaker wire was disconnected, a back up cap was loose, and there was damage to the rear housing. The real time clock (rtc) battery will need to be replaced. Functional testing was performed finding that the device powered up and displayed an error message with a constant alarm that was unrelated to the reported event. However, the reported event could not be confirmed during testing. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The rtc battery was replaced as a mitigation action taken.